Event description:
It was reported that when the guide wire was opened for use, the tip separated. The product was not used.

Manufacturer narrative:
Qa assurance analysis confirmed that the coils were pushed from the center solder. The tip was candy cane shaped. The ribbon and core were intact. Quality engineering concluded that the condition of the coils appears to have been from improper removal from the dispenser. If the coils are grasped during removal from the dispenser, the coils may be pushed distal causing the tip to become wavy/kinked. The initial MDR was filed due to the report being that the tip has separated. Subsequently, the device was returned and analysis revealed it was not separated, but stretched. This no longer meets MDR filing criteria. As part of co's quality process. 100% of all guide wires are inspected during the packaging phase of mfg microscopically for damage, bends, kinks to ensure proper device structure and integrity. No corrective action will be implemented. This MDR is considered closed by the qa dept.